Manufacturer narrative:
H6, code 200 - device was used with a broken component (tube guide). 28a - broken tabs. 05 - spillage on rotor. 57 - broken tubeguide (left end missing). 59a - signs of rubbing on back of tubeguide. 09b - bent rollers. Tested again with above bag set & stopwatch, product. Vol fed: 35ml actual 35ml. Customer complaint is confirmed when tested with original broken tubeguide. However, when replaced, pump delivered within spec.

Event description:
On 12/3/96, at 2:00 pm, 280 cc of an enteral feeding solution were started by pump at 35 cc/hr. At 3:00 pm all 280 cc had been delivered. The device had been put into svc with a broken tube guide. The pt expired at 6:50 pm. The dr stated the pt's death was unrelated to the event. One pt involved.